Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in an unspecified procedure, the anchor broke during deployment. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. It is unknown if the broken pieces were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. A1 space should be empty.